Event description:
In 2009 the patient reported his insulin infusion device "stopped delivering insulin" in 2009. He stated his device did not display any errors or alarms and no insulin came out when he programmed a bolus. As a result, he had elevated blood glucose readings of 400+ mg/dl with his target range being 90-120 mg/dl. Symptoms were feeling "all swelled up." He switched to his backup infusion device, delivered a correction bolus, and his blood glucose returned to his target range within 2 hours. To troubleshoot, the patient disconnected the tubing from his device and bolused 10 units of insulin through the cartridge. He said no insulin flowed through the cartridge. He stated he does not attach the tubing to the cartridge prior to inserting the cartridge into his device. The patient was instructed to insert a battery into his device and it displayed an e8 (power interrupt) and a1 (cartridge low). The errors were cleared and he retracted the piston rod. The piston rod was advanced proper and no alarms/errors were received. Product was replaced and requested to be returned for evaluation.